Event description:
A surgeon reported having a pt with an unexpected outcome following intraocular lens (iol) implant surgery. Additional info was received from the surgeon, who reported that the pt does not want further surgery and will wear glasses. Additional info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested 05/16/2011 and 06/07/2011 by phone, fax and mail. Additional info was received 06/01/2011 by fax. A completed questionnaire has not been received. (B)(4).